Event description:
It was reported that during a da vinci assisted abdominoperineal resection surgical procedure, the intuitive surgical, inc. (Isi) reported limited amplitude along the insertion axis occurred. An isi found nothing relevant in the logs, but sometime later was able to view error 22020 in the logs. Prior to calling the tse, the customer already replaced drape and instrument. They already restarted system as well without improvement. They swapped the instrument installed on universal side manipulator (usm) 2 to another and they put in evidence that the fault is located on usm 2. The csr already double check with user if misuse was done, but no user induced issue. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: operation was completed with 4 arms.

Manufacturer narrative:
Based on the claim against the product by the customer noting limited amplitude along the insertion axis, an investigation was completed to determine the cause of this reported event. An(B)(4) replaced the universal side manipulator because of carriage on usm blocked halfway through insertion. System was tested and ready for use. (B)(4) did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint in-house. The unit was tested on the in-house system in normal mode where it triggered error code 32097, 25730, 25731, and 25732. All relating to communication between nodes ac_2d, ac_2e, & ac_2f. The unit was also tested on the psc fixture test platform (pftp) and triggered a failure for the fiber test on the rolling loop. Fa checked for any type of fluid intrusion or debris or possible connections with flat flex cable's (ffc) throughout the insertion spar, but none were found relating to the reported problem. The damaged fiber was removed by cutting it. A golden rolling loop was used to finish the remainder of the testing on the pftp. As a fix the rolling loop fiber assembly will be replaced. To accommodate this repair the insertion motor screw, insertion ffc, gaskets, and thermal paste will be replaced. The complaint regarding limited amplitude along the inspersion axis was confirmed based on fa which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a usm component issue. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to limited movement along the insertion axis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.